Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system would not image and had a generator error when the up and down button was pressed during a case. No pt injury was reported.